Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use-related. One nitinol guidewire returned inside its plastic hoop was returned for evaluation. An initial visual observation of the returned guidewire showed blood use residues throughout the returned device. A functional test of attempting to slide the guidewire through a non-complainant 21 ga introducer needle revealed the guidewire entered the introducer needle with no resistance. A functional test of attempting to pull the guidewire back through the proximal end of the introducer needle revealed the guidewire would catch at the proximal end of the coil wire where it attached to the core wire. A microscopic observation of the returned guidewire showed damage to the glue at the proximal end of the core wire at the transition point from the core wire to the coil wire. The guidewire is not intended to be pulled back against a needle bevel, as this may cause damage to the guidewire. Because the event description mentions pulling the guidewire back through the needle and damage was observed along the guidewire, the complaint of a damaged guidewire is confirmed and was determined to be use-related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the guidewire is worn and cannot be pulled out after inserting the needle, affecting the puncture process, reopening and removing a set of tubes and re-puncturing them. No other information was provided. It was reported this occurred two times. This report addresses both occurrences.

Event description:
It was reported the guidewire is worn and cannot be pulled out after inserting the needle, affecting the puncture process, reopening and removing a set of tubes and re-puncturing them. No other information was provided. It was reported this occurred two times. This report addresses both occurrences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.